Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying the error 2 message and segments were missing from the characters on the display. On september 21, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. For an unspecified time period, the patient obtained the error 2 message on the reported meter; she was unable to obtain a blood glucose level result. The patient used her backup meter to test her blood glucose levels. On the event date, the patient was experiencing the symptoms of nausea, dizziness, dry mouth, thirst, a stabbing pain in her head and confusion. At 6:30 pm the patient visited her physician. During the office visit, the physician had laboratory blood work drawn and performed; the patient was not given her blood glucose level result. The patient received medication for her headache, but not treatment for her diabetes, and was sent home. At home, the patient's symptoms worsened. The patient tried to test her blood glucose level using the reported meter, as her backup meter was not working. The patient obtained the error 2 message, and unusual characters on the display, noting segments were missing. The patient administered self-treatment by taking an extra pill of her oral diabetes medication avandia (rosiglitazone). On the following day, at 1:00 am the patient awoke on the floor, stating she had passed out and fell out of bed. At 6:30 am the patient took herself to the emergency room, where her blood glucose level was tested to be 'greater than 300 mg/dl'. The patient confirmed she received no treatment for her diabetes. The physician diagnosed stress as the possible cause of the hyperglycemia. The patient was advised to follow up with her primary physician. The patient takes one pill daily of the oral diabetes medication avandia (rosiglitazone). The patient had taken her medication regimen during the time period she was unable to use the reported meter. The patient's expected blood glucose levels are approximately 200 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct and the test strips were in good condition. The cca also determined during the call that the patient's test strips were expired, which can lead to error messages. The meter, test strips and control solution were replaced. The patient was unable to obtain an actionable blood glucose reading on the reported meter while experiencing symptoms that suggested hyperglycemia. She received emergency medical attention. Therefore, this complaint is being reported as an adverse event.